Event description:
The pt was implanted with a left ventricular assist device (lvad). The cardiac perfusionist reported that the pt received a pump exchange due to pump stoppages and driveline issues. The MFR also received the attached report from the intermacs registry which indicated that the pt was experiencing unidentified alarms while on battery power. While connected to the power base unit, the pt reportedly experienced multiple red heart alarms consistent with pump stoppage. A driveline (percutaneous lead) fracture was suspected.

Manufacturer narrative:
The user facility report # (B)(4) was received from the intermacs registry. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.